Manufacturer narrative:
Concomitant medical products and therapy date detail of product: item number unknown. Item name unknown intermedics stem. Lot # unknown. The manufacturer received x-rays for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that patient underwent revision surgery due to poly wear.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Correction: b4, g4, g7, h10 additional: h6 event summary: it was reported that the product was implanted on unknown date and revised on (B)(6) 2019 due to polyethylene wear. The acetabular shell is a competitor product. The zimmer biomet femoral head was removed and replaced. Review of received data - an undated ap pelvis overview with bilateral hip replacements is received for investigation. The x-rays shows a not centered position of the head within the shell in the right hip prosthesis. It seems that there is some radiolucency in the femur around the cement mantel. Further, the inclination of the cup seems rather steep. However, with no other x-ray to compare it to it remains unknown if these observations (inclination angle & radiolucency) existed already since the implantation or developed during time in vivo. - no surgical notes or other case-relevant documents received. Devices analysis - no product was returned to zimmer biomet for in-depth analysis. Review of product documentation - this device is intended for treatment. / all involved devices are intended for treatment. - the reported implants are not compatible as the cup and the stem are manufactured by a competitor - this is considered off-label use. - DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Conclusion summary it was reported that the product was implanted on unknown date and revised on (B)(6), 2019 due to polyethylene wear. The acetabular shell is a competitor product. The zimmer biomet femoral head was removed and replaced. The received x-ray revealed a not centered position of the head within the shell in the right hip prosthesis indicating wear of the polyethylene cup. Further some radiolucency in the femur around the cement mantel and possible steep inclination angle of the cup was observed. However, with no other x-ray to compare it to it remains unknown if these observations existed already since the implantation or developed during time in vivo. Based on the x-ray the reported event can be confirmed. No other case-relevant documents were received. Further, no product was returned to zimmer biomet for in-depth analysis. The document based investigation showed that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Therefore, the investigation results did not identify a non-conformance or a complaint out of box (coob). Zimmer biomet product have been used in combination with competitor products, which classifies as an off-label use. If and to what extend the possible steep inclination angle might have contributed to the reported wear remain unknown. Therefore, based on the available information an exacts root cause could not be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(6).

Event description:
No change to previously reported event.